Event description:
Boston scientific crm received information that the patient with this device was hospitalized. Device interrogation confirmed this device was pacing at 120 bpm. It was not known why the device was pacing at this rate. An internal technical service consultant was contacted and could not provide a reason for this issue. Post discussion with technical services, the device was reprogrammed; the rate response feature was turned off and the heart rate decreased. In addition, it was noted the left ventricular lead impedance measurements were high out of range and a revision procedure was scheduled. When the pocket was opened, it was noted there was a pocket infection. The patient with this device has no intrinsic rhythm.

Manufacturer narrative:
According to available information, this device remains implanted and in service. A replacement procedure was performed, this device was left implanted and a new device was also implanted on the right side. Should additional information become available, this event will be updated.